Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited oversensing due to electromagnetic interference.the intervention and patient's condition were unknown.